Event description:
Pulp-like precipitant was noticed in multiple diluted bags of 5-fu. Diluted 5-fu with sterile water and put mixture into a vitalmix-churchill medical services bags. This event was first noted after we sent out the mixed bags to a chemo center. Chemo center caught pulp-like precipitant and nothing was administered to patients. We then conducted our own study and mixed 5-fu in other types of bags. The only bag that precipitated was the vitalmix bags. Incompatibility issue. Event abated after use stopped - yes.